Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. On (B)(4) 2015, the fse replaced the cartridge chemistry sample probe wash collar valve (solenoid valve) to resolve the issue.

Event description:
The customer stated the instrument generated two erroneous glu (glucose) patient results with multiple suppressed recoveries (no results generated) for bun (urea nitrogen), phs (phosphorus) on their unicel dxc 600 pro synchron system. Upon troubleshooting, the customer found contained fluid on the reaction wheel cover and evidence of leaking from the cartridge chemistry sample probe. The results were not reported outside of the laboratory and there was no impact to patient treatment. The operator was wearing personal protective equipment and no injury or exposure was reported. This MDR references this event occurring on (B)(6) 2014; please refer to 2050012-2015-00034 for the event occurring on (B)(6) 2015.